Event description:
Stent placed into sma, difficulty deploying. Rep called and spoke with dr by phone. Suggested the delivery system might be defective. Stent system removed from vessel without harm. Stent still on delivery system, undeployed. Rep verified "defective" system.